Event description:
It was reported that while running bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: liquid leaks from the flow cell; was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) No. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) before waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with corrected information: h.1 type of reportable events: malfunction.

Event description:
It was reported that while running bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: liquid leaks from the flow cell 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) No. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) before waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.

Event description:
It was reported that while running bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: liquid leaks from the flow cell. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) No. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) before waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25nov2020 to date 25nov2021. Complaint trend: there are 14 complaints related to the issue of a leakage of biohazard not contained within the instrument. Date range from 25nov2020 to date 25nov2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn fitting. The customer had initially reported that the instrument was leaking from the flowcell, and before a work order could be created for that repair, it was solved during a preventative maintenance visit. In (B)(4), an fse (field service engineer) came onsite for preventative maintenance and was able to confirm the leakage from a flowcell fitting. The fse noted the fitting and planned to replace it at a later date and continued on with the preventative maintenance. The customer later reported that they had replaced the worn fitting and confirmed that it was functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4). Install date: 31jan2012, defective part number: n/a. Case comments: (11/25/2021 2:53 am) coview kusuda discovered it during the inspection. Former wo: wo-02170829. It has been dealt with on-site, no additional action is required. (11/25/2021 2:27 am) liquid leaks from the flow cell. Work order notes: subject / reported: periodic inspection. Problem description: periodic inspection work. Work performed: (treatment) · check data before work. · replacement of consumables (pmkit). Flow cell and sit cleaning. Implementation of operation and performance tests of each part based on the inspection and maintenance report. Optical alignment and prism cleaning. Long clean implementation. 1: liquid leakage from flow cell fitting fitting replacement. 2: waste liquid tank baffle cap damaged. 3: hts port installation failure cause: n/a. Solution: (result). · normal hts measurement operation. · cv% adjustment with ultrarainbow beads.· cst implementation (baseline, check performance)¿ all pass. 1: improved by replacing the fitting. 2: will be replaced at a later date. 3: we will bring an alternative machine at a later date. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: a review of the bd facscanto ii flow cytometer (fluidics) fmea #338960-04ra (version a/revision 1) has identified the hazard of a waste leakage in item ¿4. Quick disconnect¿. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Hazard(s) identified? Yes, no. Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effects of failure: 4.1.1.1 leaks at waste tank. Biohazard. Potential causes/mechanisms of failure: waste fitting leaks. Current controls: 1. Pump compensates for leaking. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Initial sev: 9. Initial occ: 6. Initial det: 1. Rpn: 54. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due a worn fitting. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due a worn fitting. During a periodic preventative maintenance, the fse observed a leakage coming from the flowcell fitting and planned to replace the fitting at a later date. After the repair the fse continued with the preventative maintenance and tests. The customer later reported that it has been replaced and the instrument was functioning properly with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10.